Event description:
The user facility reported that the guide wire coating "became sticky" and "came off" during a procedure. No other additional event specific information was able to be provided by the user facility.

Manufacturer narrative:
Results - evaluation of user facility information and the returned sample; evaluation of undamaged sections of the returned sample. Conclusion - evaluation of user facility information and the returned sample; evaluation of undamaged sections of the returned sample. The involved device was received for evaluation by qa at the manufacturing facility on (B)(4) 2013. Examination of the device confirmed that: a portion of the urethane coating had been peeled away from the core wire for approximately 75-mm; the partially detached coating was then rolled back on the adjacent section of wire in the proximal direction; and measurement of the rolled-back section of poly-urethane coating indicated that approximately 23-mm of the coating material had not been returned. Inspection of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies. Testing of undamaged sections of the returned sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems this lot number. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is most consistent the guidewire having been damaged by manipulation against another device that was being used during the procedure. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).